Manufacturer narrative:
The reported event that was alleged of issue ¿infection¿ could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported there was suspicion of superficial infection at the surgical site of the artificial shoulder joint was considered in a patient. As a precaution, the affected part is planned to be cut open and confirmed and after cleaning the affected part, replacement of the insert might be performed depending on the situation of the infection at that time. The surgery was performed as scheduled. The surgeon opened the part of the joint and confirmed that there were no symptoms of infection in or around the joint prosthesis. As a precaution, the insert implant was replaced. This insert was to be discarded at the hospital due to the possibility of infection. There were no symptoms of infection in the submuscular layer, only some contamination in the subcutaneous layer, which was cleaned and the tissue was scraped out . The surgeon commented that it was not a problem with the implant since there was no problem in the joint or around the prosthesis, only on the surface.

Manufacturer narrative:
Device discarded and will not be returned for evaluation. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported there was suspicion of superficial infection at the surgical site of the artificial shoulder joint was considered in a patient. As a precaution, the affected part is planned to be cut open and confirmed and after cleaning the affected part, replacement of the insert might be performed depending on the situation of the infection at that time.